Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use when the issue occurred. A philips service engineer inspected the system onsite and analyzed the log file. Analysis of the log file identified the error which indicate disk space was low. Upon functional testing, the fse identified malfunction with frontal system software and application malfunction. The philips engineer reinstalled the system software. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable.

Event description:
It was reported to philips that the customer was unable to perform exposures due to an image storage problem. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.